Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the novel lead exhibited noise. The lead was not used and a new lead was implanted. The patient had no adverse consequences.